Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 133.6090 was not confirmed. Received on 12-mar-2025, pcu device was received unboxed and with paperwork. The stated issue of 133.6090 was identified through error logs but unable to duplicate customer failure complaint in bd operation¿s lab. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the sio board and backup speaker as a precaution. Failure investigation report attached to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had an error code 133.6090. There was no patient involvement.